Event description:
The pt was to receive chemotherapy and the implant port had no blood return and would not infuse. An x-ray was performed and it was determined that the catheter was fractured and part of the catheter had migrated. There was leakage of port with fluoroscopy.